Event description:
On 03/17/2009, the pt reported, the last summer her infusion sets would come off of her skin while she was swimming. No physiological effects were reported. She was sent samples of adhesive dressings to use while swimming. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No products will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.